Event description:
On (B)(6) 2013, the patient contacted animas to report that she had a low blood glucose (bg) of 56 mg/dl with a seizure on (B)(6) 2013. The patient stated her spouse found her and treated her with sugar-coated candy while waiting for paramedics to arrive. The patient reported that her bg was up to 100 mg/dl in the ambulance and was taken to the hospital. In the hospital the patient¿s pump was taken off and she was given lantus and novolog. The patient stated she was admitted into the hospital and released the following day. At time of discharge she was advised to resume her insulin pump. At the time of the call, the patient informed the animas representative since she has been home she has been running high during the day and extremely low at night. The patient mentioned that on the evening of (B)(6) 2013, prior to having low bg and seizure she had a high bg of 500 mg/dl. At the time of troubleshooting, the patient confirmed the pump was set to the correct date and time and all advanced features were set as intended. There were no related alarms in history and the patient confirmed all boluses recorded in history were accounted for and there were no unintentional boluses delivered. Review of basal history revealed that basal was also being delivered accurately. After the subject pump settings and history were reviewed, the animas representative informed the patient there was nothing to indicate that a pump malfunction caused and/or contributed to her bg excursions. The animas representative noted that the patient reported that her ovaries had recently been removed. She also mentioned that she had also lost weight recently (12 pounds), but hcp had not yet adjusted her settings. The animas representative advised the patient to discuss site selection with her hcp as she mentioned that she has used the same site for 10 years. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of both severe hypoglycemia and hyperglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as a cause or contributor to these events.